Event description:
Per cnf, it was reported that: a bowa 818-162 return electrode was being used. The device had previously been used without any problem, but for the first time today, it could not be recognized. Therefore, the device was replaced with a single type return electrode and the procedure was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).